Manufacturer narrative:
(B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with redness, inflammation, and infection under the sensor pod area which occurred 3 days after the sensor had been inserted into the arm. The skin was prepped with an alcohol wipe prior to sensor insertion. On (B)(6) 2024, the patient went to urgent care for evaluation as the sensor insertion site had become painful. The patient was diagnosed with cellulitis and was prescribed oral cephalexin. The patient was also advised to apply warm compresses and topical castor oil to the area. The patient was feeling fine at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.